Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while doing a running stitch during a pacemaker implant, the thread broke. There were three (3) devices had the same issue occurred on same event. Another device was used to complete the case. There was no patient injury.